Event description:
During morning check, device powered on, but front panel buttons, which operate the device, would not function. This would prevent monitoring or shocking a pt. There was no pt involvement.